Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory observed noise on the electrogram waveforms. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity. The device remains in use. It was also reported that the right ventricular (rv) lead had chronic high threshold. The lead remains in use. No patient complications have been reported as a result of this event.